Event description:
Following treatment of two lesions in the left circumflex, the rotablator was being removed and while in the dynaglide mode, the guide wire fractured in the patient. A portion of the wire remained in the patient. The patient's left main shut down and the patient was sent to surgery for removal of the wire. The patient is currently in the ICU on a balloon pump and has been reported as being in stable condition. They were unable to remove the tip of the wire in surgery.